Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient was hospitalized as part of troubleshooting related to the power on reset (por) message and the cessation of therapy. It was also noted that the cause of the por and the cessation of therapy was that the implantable neurostimulator (ins) was depleted. The hcp also confirmed the batteries were replaced and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative (rep) and a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that therapy stopped due to the occurrence of a low voltage power on reset (por) message on (B)(6) 2016. The implantable neurostimulators (ins's) were replaced on (B)(6) 2016. Please see report number 3004209178-2016-10920.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.